Event description:
I have been using amo complete moisture plus daily since 2007 and, have had chronic severe pain in my left eye for the past month or two -more or less-. Both eyes, however, have been irritated and sensitive. I have used this product on and off now before recent year for the past 10 yrs. Then when I went to my annual optometric visit, my dr recommenced this product, so I have been using it daily, since then, I have an appointment with my optometric physician tomorrow. Six months of disposable contacts were contaminated by this product. Also my contact case.